Event description:
It was reported that the device was used a thoracoscopy procedure. The ets45g was fired and the handle jammed. Another instrument was opened and the case was completed. There was no consequence to the pt.